Manufacturer narrative:
Rv lead dislodged into the right atrium and was replaced. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device interrogated on (B)(6) 2020, had not been interrogated since the day after implant in (B)(6) 2019. Interrogation showed complete loss of rv lead bipolar sensing and pacing function. Unipolar sensing was 0.9-1.3mv but no capture at max output. Impedance has been stable since implant. Suspected perforation as patient complains of pain below her heart and of frequent shocks, believed to be due to inappropriate v pacing and possible pericardial injury. Awaiting echocardiogram and x-ray results. Rv lead revision will likely be performed (B)(6) 2020. Should additional information become available, this file will be updated.